Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was not consistently pacing. The device was programmed to pace at eighty beats per minute; however, the patient was noted to be in bradycardia. It was also noted that the right atrial (ra) lead was intermittently undersensing. The patient was admitted to the hospital. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.